Event description:
The report states that during a radiofrequency ablation, the message "rf interrupted press timer reset" appeared in generator message window. The generator was rebooted twice, but nothing changed and no power was delivered. The dr also tried replacing the needle twice, but the procedure had to be aborted.

Manufacturer narrative:
Date of initial report: 09/09/2008. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.